Event description:
It was reported that pump experienced malfunction alarm malf 16 without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup therapy, to place pump into storage mode before return, to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and to return problematic pump using prepaid label, while technical support arranged replacement pump.